Event description:
In 2008, boston scientific corporation was informed that during a procedure, the resolution clip device would not open. The procedure was completed with another of the same device without patient complications. Patient's condition is "normal".

Manufacturer narrative:
The lot number of the suspect device is unknown; therefore, the manufacture and expiration dates cannot be determined. The suspect device has been disposed. A device evaluation will not be performed; therefore, a cause of the reported event is undetermined.